Event description:
The patient reported that the buttons had a delayed response, were sticking, and don't feel the same. The patient reported that it sometimes takes several attempts to program. The patient reportedly wore the pump in pocket and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record showed the the pump was operating within specifications at the time of release.